Event description:
Customer called to report the pump did not have an audible tone. Also, customer bumped into the wall with the pump on. Troubleshooting was performed. The audible tone was not able to be heard.